Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Two non-subtracted dsa images were provided. The injection of contrast is made from the catheter which is positioned in the distal right cervical cca. The balloon is not visible - not opacified with contrast material. The angio images demonstrate moderate to marked atherosclerotic changes of the distal cca, carotid bifurcation, and proximal ica. Oblique right ica showing carotid siphon, intracranial ica, and proximal m1. There is moderate clot at the distal end of the braided portion of the fred. The device appears well expanded distally; it is difficult to comment on wall apposition as the image is subtracted. This oblique does not allow for comment on the proximal and mid portions of the stent. The instructions for use identifies thrombus as a potential complication associated with use of the device.

Event description:
It was reported that following successful treatment of an m1 bifurcation aneurysm. Using a fred device, thrombus was observed on the distal segment of the fred. One hour later after aggrastat was administered, the thrombus was dissolved. The patient was reported to be in good condition. No patient injury was reported.